Manufacturer narrative:
Patient is an ex-smoker with a history of hypertension, hyperlipidemia, diabetes, previous mi, previous pci, previous stroke and previous congestive heart failure. Index procedure was prompted by stable angina. Dapt was stopped due to the previously reported stroke and bleeding complications. The investigator assessed the bleeding complications, stroke, and death as not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient was implanted with a resolute integrity drug eluting stent. Approximately 9 days post index procedure, patient suffered from bleeding complications, later adjudicated as a stroke. Medication was administered as treatment for high blood pressure, but the patient expired two days later. The cec has adjudicated the bleeding complications as severe/life-threatening (gusto), major (replace-2), and as a hemorrhagic stroke and patient death as a vascular death.

Manufacturer narrative:
Cec adjudicated that the cva and death were not related to the study device.